Event description:
New information received indicates that the additional post paced t wave oversensing occurred. The oversensing was noted on a stored egm (electrograms). The patient did not receive therapy during the oversensing. Programming changes were discussed but not made. There were no patient consequences.

Event description:
New information received indicates that the episodes were noted on a remote transmission.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). No changes were reported. There were no patient consequences.

Event description:
New information received indicates programming changes were made. There were no patient consequences.